Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited far r oversensing and inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.